Event description:
It was reported that the pt originally had a pump implanted in 2007. The drugs in the pump were morphine/baclofen and dilaudid/baclofen. These drugs started losing effectiveness and the pt began monotherapy of prialt. Within 6 months, the dose of prialt was at a high dose of 14 mcg/24 hours. The pt then experienced profuse sweating, ears ringing, confusion, memory loss, loss of function to the left side of his face with facial droop, and slurred speech. The pt was hospitalized for two days for a suspected transient ischemic attack (tia). MRI and CT scans were negative for stroke. The hcp was unable to determine if it was a small non hemorrhagic stroke or a side effect of prialt. The prialt dose was adjusted until the side effects tapered off and the pt began to experience some pain relief. Additionally, the pt indicated that prialt therapy was started with his "old" pump, but had battery problems so the pt had his pump replaced. The new pump was set at the old pump rate. At this point, it was noted that the pump catheter was leaking. It was unclear if the pt had any additional intervention for the leak or if it was addressed at the time of the replacement. The current dose of prialt was 3.5 mcg/day. The pt stated he continues to have short term memory problems.

Manufacturer narrative:
Slurred speech.